Manufacturer narrative:
"About one week ago." Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set cannula remained in the patient's body after the infusion set was removed. The patient was able to remove the cannula himself on the same day, changed the site, and resumed insulin therapy. No permanent injury was reported.